Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock out-of-range impedance measurements. Possible causes were discussed and troubleshooting options were recommended. An x-ray was performed and it was noted that the electrode was a bit high relative to ventricle. At this time, the product remains in service and no adverse patient effects were reported.